Manufacturer narrative:
Physio-control replaced the device's power module. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed power module and determined that the cause of the reported power issue was due to shorted components on the eos ac to dc power converter.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and observed that the device was unable to power up on ac power; however, the device was able to power on using battery power. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.